Manufacturer narrative:
The devices were not isolated or identified by serial number, therefore, they will not be returned for investigation.

Event description:
General report received of an unspecified number of undocumented incidents of the devices displaying a volume to be infused (vtbi) that was different then the originally programmed vtbi. On unspecified dates and times, the devices were programmed in the continuous mode in mg/ml to deliver ativan 0.1 mg/ml, at a rate of 2 mg/hr, with a vtbi of 25 mg, no kvo rate, and a container size of 250 ml. It was reported that after the volumes delivered were more than 2.5 mg, the deliveries were stopped to increase the rates using the change program feature. At this time, the rates were reprogrammed to 10 mg/hr and the enter button was pressed to accept the originally programmed vtbi. Subsequently, the devices displayed " minimum amount is 28.1 or 32.6 or some other higher number" in mg. It reported the nurses reprogrammed the devices to deliver at a rate of 10mg/hr and the therapies were resumed. There were no adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.